Event description:
A customer obtained erroneously elevated results for troponin (accu tni) on one patient's sample. The initial result was 1.63ng/ml and a result of 0.97ng/ml was generated as an automatic rerun of the original sample. The specimen was tested on a different instrument and a result of 0.00ng/ml was obtained. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was plasma. Qc is run daily, and was within established ranges prior to the event. A field service engineer (fse) was dispatched: the fse replaced several hardware components. The fse performed a system check which passed within instrument specifications. The fse run qc and obtained good results. Although the fse addressed hardware issues, a definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.